Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and implantable cardiovertor defibrillator (ICD) were removed due to fault code and shocking impedance of less than 10 ohms.